Event description:
On (B)(6) 2013 the patient contacted animas alleging that she has been experiencing elevated blood glucose (bg) since (B)(6) 2013 as high as 600 mg/dl with symptoms of nausea, thirst, and frequent urination. The patient noted that originally the bg excursions were attributed to a bent cannula, however after changing the site/set again the patient's bgs remained elevated. The patient stated that here bgs were not coming down with boluses via the pump was well as via syringe/insulin pen. The patient confirmed that the insulin is not old or expired. Customer technical support (cts) reviewed the pump with the patient and found that all programmed boluses were delivered as intended. The time and date were found be set appropriately, and the total daily dose history added up correctly. Troubleshooting found that the pump had not been suspended and the patient was priming appropriately. No associated alarms were found in the alarm history. The patient did not know what her basal rates were supposed to be so she could not confirm if the basal rates were programmed properly. The patient denied any new foods or weight changes. The patient noted she is working with her bg management team for adjusting pump settings. Cts concluded through troubleshooting that the pump I delivering as programmed. The patient was advised to contact her healthcare provided for recommendations on bg management and to verify basal rates. The patient denied any site or set issues. The current set was removed during troubleshooting and no issues were found. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.